Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician was performing a sphincterotomy and the cut wire broke while inside the patient. The device was disconnected on one end only and they removed the device in tact from the patient--no part of the device fell off into the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Weight: although the exact patient weight was not provided, the patient was reported to weigh approximately (B)(6). Visual evaluation of the returned device found the guidewire to be inside the guidewire lumen. The exposed cut wire was broken and the distal portion was bent towards the tip. The broken ends of the cut wire were found to be blackened. One end of the broken cut wire remained attached to the anchor at the distal pierce hole and the other end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The proximal pierce hole was also noted to be melted. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. Review and analysis of all available information indicated the most probable root cause for this event was "operational context", likely due to procedural factors/generator settings. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician was performing a sphincterotomy and the cut wire broke while inside the patient. The device was disconnected on one end only and they removed the device intact from the patient; no part of the device fell off into the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.